Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. A couple of cardiac cycles after deployment of the clip it was noted that the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). The physician decided not to place a second clip as he felt that there was a lot of tension on the leaflet due to secondary mr. Per the physician, the slda was due to the tethered leaflets. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.